Manufacturer narrative:
This report is submitted on may 07, 2021.

Event description:
Per the clinic, the patient experienced an extrusion of the implant body through the skin, and was treated with oral antibiotics. The device was explanted on (B)(6) 2021, and the patient was reimplanted with a new device on the same date.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on jun 7, 2021.